Event description:
Follow up information received that the patient underwent surgical intervention in which two leads were explanted and repalced. The lead at t12 was also noted to be fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and results along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-22811. It was reported that the patient experienced high impedances. Due to this issue, the patient may undergo surgical intervention.